Event description:
Additional information received reported that according to office, the patient had an unrelated medical issue, which would take priority over issues with the stimulator. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer via a manufacturing representative (rep) reported that there was irritation at the generator site. No troubleshooting or diagnostics had been performed. The issue was not resolved at the time of this report. No surgical intervention occurred and none was planned. Three days later on (B)(6) 2015, the patient reported that it was an allergic reaction at the implantable neurostimulator (ins). It was down under the bottom side of his belt line and it radiated into this buttocks. The stimulator had been bothering him. The patient had had pain, burning and stinging under the flesh side of the implant. The ins was located on the left side at the base of the spine. His allergist doctor did a complete blood count (cbc) test and 3 areas were low: red, white and some other count were off. The patient was told he was anemic. His doctor had 28 different tests that stuck onto things on different parts on the body, but there was no titanium test. The ins was off currently, and when it was on it aggravated him. When he turned the ins on, he had to turn it off within 5 minutes. The patient had only used the ins 3 times since (B)(6) 2015. It was noted that the patient had a total hip replacement in 2009, and had to have a follow-up surgery in 2011 to have a bone removed. It had ¿gone downhill¿ since 2011 with his overall pain and he had to go to a pain management doctor. It was noted that the situation was being addressed by the healthcare provider (hcp). The doctor was wanted to test the patient for allergies to the device. It was noted that the patient was implanted for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. Additional information received reported that the patient had a total hip replacement with a titanium implant. The healthcare provider's (hcp) treatment did not seem to help with the pain so the patient had a stimulator implanted on (B)(6) 2014. The patient wanted to know what material the stimulator was made of and was told that it was titanium. In may the patient had problems with the stimulator warming to a level that did not feel right. The patient met with the rep on (B)(6) to do some adjusting with the programmer and to install three new programs d, e, and f. The patient told the rep that he had a hard time charging and that it would stop charging at any movement of his body. The patient was given an item to stick one side to the antenna and to stick the other side to his body where the implant was. When the charger finished charging the implant, the patient could not get the antenna off without pulling the skin away from his body to a level that he felt was unsafe. The patient had to get his wife to slowly and carefully peel the antenna away. Since that time the burning stinging pain had gotten worse and the patient finally quit using the stimulator, but only for a "few time." The patient was told by the hcp that did his hip implant that some people's body would try to reject that metal implant in their body. The patient was told that there was a blood test that could tell if the implant was infecting the body but no hcp will order a test as of this date. The patient saw an allergy hcp and explained that he had pain in his left hip and at the stimulator implant. The stinging and burning pain from the stimulator had progressed into the left buttucks. The patient told the allergy hcp about the blood test and said that they will see if they can get a sample of the material in order to test it on the patient. The patient was given the run around between several people. The patient had not had any allergy testing and there was no testing scheduled at this time. The patient was considering legal action.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they had problems with recharging the implantable neurostimulator (ins), and would have to take a pillow to prop the recharger antenna, so it would charge the ins. The patient tried adhesive discs, but when he got done charging he couldn¿t get the adhesive off of his skin without pulling his skin way up. As a result, the patient had to ask his wife for help and she had to peel the adhesive off very slowly. Regarding the previous issues of stinging and burning pain at the ins site, the patient said the pain was making it, so they had to lay on their right side, if they laid on their left side or their back it ¿set that hip off.¿ the patient was continuing to have these symptoms and told his managing healthcare provider (hcp) but he wasn¿t interested in addressing the symptoms and redirected the patient to contact the manufacturer¿s representatives (reps). The patient had previously discussed these symptoms with the rep. And was given three new programs but it didn¿t resolve the symptoms . The patient wanted to know who set the screws and leads in place because they read if fluid leaked through a grommet seal that wasn¿t fully closed the patient may experience shocking, burning, or irritation at the ins location. It was unclear what document the patient was reading this information from.

Event description:
The manufacturer representative reported via the patient that the patient was still having the same issues as reported previously. The patient reported that the ins temperature was rising, even when not charging. He thought he was having an allergic reaction, but the hcp did not think so. He rarely used the device. He did not have heating or uncomfortable stimulation when off, but it still hurt where the ins was located. The hcp thought the ins should be moved to a different location. There were no steps taken to resolve the recharging issue. The patient spoke with the hcp regarding explant. The patient was scheduled to meet the manufacturer representative on (B)(6) 2015. If additional information is received, a follow-up report will be sent.